Event description:
It was reported by the patient that she had a mid face lift in (B)(6) 2006 and suture was used. Postoperatively and to the present time, she states that she has swelling and pain in her head, face, and neck. The patient was seen by an allergist and a patch test was done. The physician stated that she is allergic to the suture.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.